Manufacturer narrative:
The device has not been returned to olympus. The customer reported, the device was lost in transit. Once the package is located it will be sent to olympus to be evaluated. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image with the endoscopic retrograde cholangiopancreatography (ercp) scope during a diagnostic ercp procedure. The video output had lines in the 180 scope model series but there was a good image on the 190 scope model series. The procedure was completed with a similar device with a delay of approximately 10 minutes. The device was inspected before use and was working with 190 series scopes. Four different scopes were attempted and after the subject device was replaced, the scopes displayed a good image. The patient was under anesthesia at the time of the delay, however; there no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed on the ercp scope could not be identified. However, it¿s likely the cause is related to a malfunction of the patient board set. The subject device might have been affected because it was manufactured before the circuit design of the operational amplifier of the printed circuit board (dr board) was changed; however, a cause could not be identified. It was confirmed that the design of the printed circuit board (dr board) was changed on (B)(6) 2018. It is unknown if this design change was related to the reported phenomena or not. Olympus will continue to monitor field performance for this device.